Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The medical opinion of a medical expert was requested to evaluate the risk of this event: after review of the welbow report ¿after a detailed review I conclude the following: the x-ray of (B)(6) 2022 indeed show radiolucent lines indication loosing of the ulnar component of this latitude elbow prosthesis. The operation was performed following the standard of care. The surgeon has repaired the lateral and medial collateral ligaments during the index surgical procedure. The surgeon noticed elderly but good bone quality. The root cause for this loosening cannot be determined from the information available, since there is no information on the actual joint stability (instability of the joint can lead to early loosening), joint mobility, and the assessment of periprosthetic joint infection. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted in patient.

Event description:
It was reported that the patient had a component loosening as a post-operative complication. "Gradual onset of pain and feeling of instability. Radiographic lucency around ulnar component seen x-ray.